Event description:
The facility reported while the pt was transferred from the bed into shower chair, she noticed that the sling was hurting her leg. The sling was released directly at the leg, which shut into a spasm, and caused the pt to slip onto the floor, her upper body still fastened in the sling. The pt was sent to the hospital where a fracture of the left upper arm was verified.